Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain. It was reported that the patient passed away (B)(6) 2015. The patient had a pain pump visit on (B)(6) 2015. Per the patient's family on a second visit the physician decided to change the medicine in the pump to "stronger". Three days later the patient was terribly ill with meningitis, which left the patient paralyzed, waist down, inside and out. The patient could not move their legs and their stomach, urinary and kidney functions were ruined. After painful treatments in ICU (intensive care unit) etc, and if it was not for the infectious disease physician, the patient survived, barely but was paralyzed. The patient's managing physician saw the patient once while the patient's family was there and stated "you sure have taken a lot of tylenol". The patient's family was unhappy with the physician. The patient passed away four months after that after being in hospice care and having to live their remaining life on the strongest pain killers available. The pain pump had prevented the patient from getting "the therapy" originally intended for the patient's illness. The patient could not take chemotherapy in the condition the pain pump left the patient. The drug being delivered, other medications the patient was taking at the time of the event, and the cause of death not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare provider reported that the patient had cancer and was in hospice care when the patient passed away.